Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure, the patient was experiencing loss of feeling and function in both legs. It was also reported that the patient was having an oozing in the epidural space. The physician suspected epidural hematoma and believed that the oozing might have caused the symptom. The patient underwent a revision procedure wherein the leads were replaced. The physician did not believe that the symptom was device related. The patient regained function in the right lower extremity but still unable to move the left lower extremity.